Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (unknown dose and concentration) via an implantable pump for intractable spasticity. The event date was unknown. The patient had an infection and the complete system was explanted on (B)(6) 2017. It was unknown as to what factors may have led or contributed to the issue and whether diagnostics/troubleshooting were performed. At the time of this report, the issue was resolved, but the current patient status was unknown. The hospital was in possession of the explanted product. It was unknown as to whether the devices were replaced.